Manufacturer narrative:
E1: patient city:(B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient got hospitalized due to high blood glucose levels on (B)(6) 2024. Blood glucose levels were reported to be 385 mg/dl during the event. Patient stayed in hospital for about 24 hours. Patient was also tested for ketones and the levels were found to be 5.3. Patient stayed at hospital for less than 24 hours. He was given physiological solution treatment for high blood glucose. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary . Complaint investigation: a complaint investigation has been initiated for record complaint (B)(4) on 29-jul-2025. Test result: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004980 was manufactured according to the wi version 78 and packaging in the machine 12, on 14/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care provider (hcp) or requires emergency advance, and lot 6004980 and no other more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.